Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A loan device has been provided to the customer as replacement of the affected clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was giving an error code associated to a clamp motor issue during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
The most likely root cause of the reported issue can be traced to ingress of fluid (e.g. Detergent) inside the clamp caused by the user not cleaning the device according to the IFU.